Manufacturer narrative:
The g5 pediatric electrodes were returned to zoll medical corporation for evaluation. And the pads performed to specification. The pediatric electrodes are working as intended. It was determined that pediatric electrode pads were being used during the self-test cycle. Adult electrode connection is required for the self test cycle. This is expected behavior of the device. The user would need to connect adult electrode pads for the self test. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the associated defibrillator did not detect these attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.